Event description:
It was reported that after soaking the microcatheter in saline, when the physician touched the microcatheter shaft, the hydrophilic coating came off. There was no patient involvement.

Event description:
It was reported that after soaking the microcatheter in saline, when the physician touched the microcatheter shaft, the hydrophilic coating came off. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  The subject device was not returned; therefore, physical analysis cannot be performed. It is probable that the coating came off the microcatheter as a result of handling of the microcatheter during preparation.

Manufacturer narrative:
The subject device has been disposed.